Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(6) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4

Event description:
The following was reported to hamilton medical ag: the report from hospital say: received a call from ccu, stating that a patient with a ventilator needs to be transferred to the respiratory ward. After reaching the patient's side and replacing the ventilator on the car, the patient's blood oxygen saturation immediately decreases and the transfer is immediately stopped. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: received a call from ccu, stating that a patient with a ventilator needs to be transferred to the respiratory ward. After reaching the patient's side and replacing the ventilator on the car, the patient's blood oxygen saturation immediately decreases and the transfer is immediately stopped. No patient harm or consequences.